Manufacturer narrative:
Section a1 - patient identifier: sids = (B)(6). This report is being filed on an international product, list number 07p45-32 that has a similar product distributed in the us, list number 07p45-40/ 45, with 510k/PMA/bla number k210596. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I toxo igg results generated on the alinity I processing module for two patients which did not match their previous results. The samples were repeated and nonreactive results were obtained. The following data was provided: customer¿s reference range: < 1.6 iu/ml is nonreactive; 1.6 to < 3.0 iu/ml is grayzone; >/= 3.0 iu/ml is reactive. (B)(6) 2024 sid (B)(6): initial result = 14.7 iu/ml; repeated twice = both nonreactive. Previous result = negative. (B)(6) 2024 sid (B)(6): initial result = 15.0 iu/ml; repeated twice = both nonreactive. Previous result = negative. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, a search for similar complaints, a ticket trending review, a device history record review, a field data review, and a labeling review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and supported the complaint issue without indication of any additional issue. A ticket search by lot indicates that the reagent lot performs as expected for this product. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with lot number 66439be00 and the complaint issue. The overall performance of the alinity I toxo igg reagent lot 66439be00 was reviewed using field data from customers worldwide. The median value for the complaint lot was within the established limits and comparable to the historical reagent lot performance. A review of the field data suggests that the performance is acceptable. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency was identified with the alinity I toxo igg reagent, lot number 66439be00.

Event description:
The customer observed falsely elevated alinity I toxo igg results generated on the alinity I processing module for two patients which did not match their previous results. The samples were repeated and nonreactive results were obtained. The following data was provided: customer¿s reference range: < 1.6 iu/ml is nonreactive; 1.6 to < 3.0 iu/ml is grayzone; >/= 3.0 iu/ml is reactive (B)(6) 2024 sid (B)(6), initial result = 14.7 iu/ml; repeated twice = both nonreactive, previous result = negative. (B)(6) 2024 sid (B)(6), initial result = 15.0 iu/ml; repeated twice = both nonreactive, previous result = negative, there was no impact to patient management reported.